Event description:
It was stated that the insulin pump alarmed motor error during a bolus attempt. It was also stated that the insulin pump was exposed to an MRI briefly. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error due to an out of phase motor encoder signal.